Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced a cgm accuracy issue which occurred 3 days after sensor insertion into the arm. On (B)(6) 2024, the patient¿s cgm was reading 55 mg/dl. No bg meter reading was taken at the time. The patient was feeling shaky and eventually ¿fainted.¿ it was not specified how long the patient was unconscious. However, once able, the patient self-treated with orange juice, an apple, and 4 glucose tablets. After an unspecified amount of time, the patient¿s cgm value was not rising. The patient then self-treated with 3 ¿glucose sos packets¿. However, despite all this treatment, the patient¿s cgm was reading low mg/dl. Around 6:30am, the patient went to the emergency room (ER). At the ER, the patient¿s cgm was reading low mg/dl, and the bg meter was reading 246 mg/dl. The medical staff replaced the patient¿s sensor. After the new sensor session started, the patient¿s cgm was reading 222 mg/dl, and the bg meter was reading 243 mg/dl. There was no documentation of any medication or treatment being provided to the patient in the ER. There was no documentation of medical intervention. The patient was discharged home after approximately 4 hours. The patient was in good condition at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when patient experienced symptoms. The reported glucose values fall within the c zone of the parkes error grid when the patient was in the ER. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.